Event description:
It was reported that the procedure was to treat a mildly calcified external iliac that was narrow. When trying to advance the stent delivery system (sds) on the non-abbott guide wire, unusual resistance was noted; however, the attempt to advance was continued. During the attempt the stent was observed to be partially deployed (2-3mm) while in the locked position. The sds was removed from the guide wire, without resistance and replaced with the same size stent and the same non-abbott guide wire was used to complete the procedure with no issues. The initial stent did not enter the patients anatomy and no adverse events were experienced. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood in the guide wire lumen, consistent with being advanced over a guide wire. There was saline in the shaft lumen. The stent implant was stationary on the shaft and located between the markers. The distal tabs of the stent implant were exposed. The distal sheath was retracted 2.5 mm proximal to the tip crown. The proximal end of the distal sheath was prolapsed 1 centimeter (cm) proximal to the proximal marker. There was a kink in the shaft 28.6 cm distal to the strain relief tubing, likely due to handling/packaging for return to abbott vascular. There was no other damage noted to the sess. The handle lock was in the locked position. The guide wire used during the procedure was not returned. After opening the handle, the rack was observed to be in the distal position and not retracted. There was no damage noted to the internal mechanisms. A new .035 inch guide wire was backloaded through the tip and guide wire lumen with resistance noted at the kink in the shaft. The observation of the distal sheath being prolapsed on the proximal end suggests that the outer surface of the distal sheath was exposed to resistance. It may be possible that the resistance encountered was due to interaction with the introducer sheath during advancement. As the system was advanced against resistance, this caused the distal sheath to retract and prolapse, causing the distal end of the stent to be exposed. It was reported that the attempt to continue advancing was done against the reported resistance. It should be noted that the absolute .035 instruction for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. In this case, based on the analysis of the returned unit, the reported resistance was likely between the distal outer member and the introducer sheath during advancement. The resistance noted with the guide wire was only noted at the kinked area of the shaft and does not appear to have contributed to the stent becoming exposed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, there have been no similar incidents reported for this lot. There is no indication to suggest a product quality deficiency.